Event description:
It was reported that worsening peripheral arterial disease requiring hospitalization and intervention. On (B)(6) 2022, the subject was enrolled in a clinical study. A ranger drug-coated balloon was used in an angioplasty procedure. The target lesion was located in the left femoral-peroneal bypass conduit. The balloon was inflated once to a maximum inflation pressure of 8 atmospheres for 180 seconds. On (B)(6) 2023, worsening peripheral arterial disease in the left lower extremity was noted requiring angioplasty and hospitalization. A ranger drug-coated balloon was used in an angioplasty procedure in the left femoral-peroneal bypass conduit. On (B)(6) 2023 the subject was discharged and the event was considered resolved.

Manufacturer narrative:
A2 - age at time of event: 58 years old at the time of consent.